Event description:
It was reported that the patient lost therapy and a "replace generator" error message was displaying. It is unknown if the ipg depleted prematurely. As a result, surgical intervention may occur to address the issue.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.